Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer regarding cold insulin use. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.